Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had high blood glucose. The customer's blood glucose was 500 mg/dl. The customer had treated their high blood glucose with a manual injection. Troubleshooting found the customer's insulin pump had passed all functional testing. The customer's settings and bolus history were also correct. It was also found the customer's cannula was bent. The customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.